Event description:
At a follow-up visit for unrelated issues, the patient reported night sweats and generally feeling bad. He also had "some heart pounding and skipped beats" and complained of "uneasyness in the chest." Review of symptoms by physician indicated irregular heart beat, palpitations, shortness of breath, and swelling of the extremities. Pauses were also noted on his EKG. The patient later presented to the emergency room with the same symptoms as noted previously. His EKG noted heart rate to be in the 40s without any pacer spikes. Interrogation revealed possible broken or displaced lead, since it required high voltage to pace, and when this was done, the abdominal wall contracted. The lead was replaced two days later. No further patient problems have been reported to date.